Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s wake button and touchscreen responsiveness were inconsistent out of box, with videos provided demonstrating failure to reliably wake and access the screen despite cleaning, dry hands, and confirmed up-to-date firmware, and no visible physical damage. Symptoms included inability to operate the device interface. Outcomes included discontinuation of the pump and transition to backup therapy while awaiting a replacement, with continued cgm use. Investigation included customer troubleshooting and remote assessment. Investigation of this case revealed a suspected hardware or touchscreen interface malfunction consistent with screen unresponsive behavior on an otherwise intact device. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface component.